Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir does not lock properly inside the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment broke at the connections. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.